Manufacturer narrative:
Concomitant products: - 5076-58 non-defib lead, implanted on (B)(6) 2018. - 6945-65 defib lead, implanted on (B)(6) 1999. - a7700-23 mechanical valve, implanted on (B)(6) 1988. - ddbb1d1 defibrillator, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise, which were documented on office checks. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.